Manufacturer narrative:
H10: out of the three reported malfunctions, two devices were returned to bd for evaluation. For two of the three reported malfunctions, the lot number was provided and a lot history review will be performed. One malfunction evaluation identified material frayed and unraveled material. Another malfunction evaluation identified unraveled material. For the remaining malfunction, the device has not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model at75144 pta balloon dilatation catheter allegedly experienced a retraction problem. This information was received from various sources. The three malfunctions involved patients with no known impact to the patients. Of the reported patients, one was a 65 year-old female weighing 61 kg; the remaining patients' age, weight, and gender were not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model at75144 pta balloon dilatation catheter allegedly experienced a retraction problem. This information was received from various sources. The three malfunctions involved patients with no known impact to the patients. Of the reported patients, one was a 65 year-old female weighing 61 kg; the remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: for two of the three reported malfunctions, the lot number for two malfunctions was provided and a lot history review was performed. The device has not been returned for evaluation for one malfunction, therefore, the investigation is inconclusive for retraction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. The devices has been returned for two malfunctions. For one malfunction, the investigation has been reassessed and trending device code has been updated (1536 retraction problem and 1262 - material frayed) and investigation is confirmed for retraction problem and frayed material. For another malfunction, the investigation also reassessed and trending device code was updated (1536 - retraction problem and 1664 - unraveled material) and the investigation is confirmed for unraveled material and inconclusive for retraction problem. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For two of the three reported malfunctions, the devices have been returned to bd for evaluation. For the remaining malfunction, the device has not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model at75144 pta balloon dilatation catheter allegedly experienced a retraction problem. This information was received from various sources. The three malfunctions involved patients with no known impact to the patients. Of the reported patients, one was a 65 year-old female weighing 61 kg; the remaining patients' age, weight, and gender were not provided.